Event description:
It was reported that balloon rupture/detachment and additional intervention was performed. A 7.0mmx60mmx135cm sterling was used for dilation. During procedure, the balloon popped, leaving a piece lodged in the right lower leg artery. The surgeon used a snare to retrieve the broken part, confirmed it was complete, and verified no other foreign bodies remained, as seen on the c-arm. No patient complications reported.